Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: product ID: 5076-45, lead implanted: (B)(6) 2005. Product ID: 6935-58, lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) leads dislodged and had high thresholds. The leads were explanted and replaced. No patient complications have been reported as a result of this event.